Event description:
Legal representative from the region reported the following: the following summary of events was reported by the stryker sales representative that was present on site and which took place during a surgery: "surgeon asked my assistance at the operating table for a triathlon ps revision. All steps were followed by the book and preparation of the tibia was completed as planned. I¿ve warned the surgeon that the old keel might form an issue when trying to implant the new tibia prothesis in the new formed keel. Due to the limited visibility of the cemented tibia bone and tibia prothesis, the old keel entrance was used and the cement was over 5 minutes in. Surgeon opted to take the cemented prothesis out of the tibia and try again when the cement was removed. The prothesis was placed on the sterile table but dropped on the ground by the scrub nurse. Surgeon asked how long it would take to get a new prothesis and I told him it would take a few hours getting it from supplier. Another option would¿ve been trying to take one from another hospital, but this would also be time consuming taking the time of day into account. Surgeon decided to put the dropped implant in chloorhexidine for 25 minutes and wash it off with white alcohol. After removing the cement from the tibia the implant was reimplanted and successfully positioned." The customer has informed the team that the patient appears to be doing well - so there does not appear to be any direct impact on the patient resulting from this incident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.